Manufacturer narrative:
(B)(4). On (B)(4) 2012 product surveillance contacted the facility and spoke with the peritoneal dialysis nurse (pdrn) regarding this event. The nurse stated that they did not receive a death certificate and she did not anticipate receiving one. She did state that the hospital records were received and indicated that the septic shock was related to the peritonitis. This event has been reported in MDR numbers: (1423500-2012-17014, 1423500-2012-17017, 1423500-2012-17013). All further investigation of this incident will be addressed in these medical device reports.

Event description:
Baxter product surveillance contacted the caregiver (cg) on (B)(4) 2012 the regarding an unrelated alarm. The cg stated that her mother (the hp) had recently passed away. On (B)(4) 2012, product surveillance contacted the peritoneal dialysis registered nurse (pdrn) regarding the patient's death. The following information was reported. In (B)(6) 2012, the patient experienced peritonitis. Cause of peritonitis was unknown. In (B)(6) 2012, the patient was hospitalized for the event. Treatment was unknown. On (B)(6) 2012, the patient died in the intensive care unit (ICU). Cause of death was septic shock. The nurse stated it was possible the sepsis was related to peritonitis, but she was not sure. A death certificate was not available. Outcome of peritonitis was unknown. Pd therapy was ongoing until the time of death. It was unknown if the patient was connected to the homechoice machine at the time of death. The nurse stated the event of peritonitis and fatal septic shock was unrelated to baxter disposables, solutions or the homechoice machine. The nurse stated she had not yet received the hospital's records and therefore could not provide further details regarding the hospitalization or death. The nurse stated she will follow-up with the family regarding the return of the homechoice machine for evaluation. No further information was provided.

Manufacturer narrative:
(B)(4). Baxter is in the process of obtaining the device for evaluation. A follow up report will be submitted upon completion of the evaluation or should additional information become available.